Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was squirting out insulin during the fill tubing process. The customer stated that he had been experiencing this issue randomly for 9 months to 1 year. The customer's blood glucose was 160 mg/dl. The customer could not fully complete troubleshooting because he did not have enough insulin. The customer stated that he saw liquid at the top of the reservoir in the past. Explained that liquid on the inside of the tubing connecter could temporarily block the vents that allow proper priming. Advised to not use the insulin pump until he was able to receive more insulin and use a new infusion set and reservoir. Advised to revert to back-up plan for the time being. Advised to call back if he needed further assistance. Nothing further reported.